Event description:
It was reported that during an unknown procedure, the blade tip broke off outside the patient as they wanted to clean the blade. Another device like device was used to complete the case. No patient consequences. 1 device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.